Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight, wear abrasion, creases flat and opening extended. A visual and microscopic analysis was performed which identified; sharp opening on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Patient reported left side capsular contracture, baker grade iii. Device has been explanted.

Event description:
Patient reported left side capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contractures a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device remains implanted.